Event description:
During an in-clinic follow-up, elective replacement indicator (eri) was observed on the device due to suspected premature battery depletion (pbd). Technical services reviewed the patient's records and the pbd was not confirmed. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Autocapture was noted. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed, including vibration testing found no anomaly. Longevity assessment was performed, and device was at near elective replacement indicator level with appropriate remaining longevity.